Event description:
Co's sales rep, reported that while doing a bloodline evaluation at facility a bloodline from this lot# was "severly kinked" just above the arterial drip chamber and below the pump segment of the line.